Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead was oversensing and lead-lead contact was questioned. The lead was reprogrammed and the patient will be monitored to determine if continued device therapy is needed. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.